Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the fourth band could not be deploy. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. Note: the customer provided a photo showing four bands were still attached to the ligator head; however, the three bands were twisted while the white band was caught under the other bands. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.